Event description:
The user facility reported that the batteries were leaking fluid during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the batteries were leaking fluid during a procedure. There was no delay, no medical intervention, and no adverse consequences.